Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's transmitter was plugged into an outlet and caught fire. The power cord was charred. A new transmitter was ordered.

Manufacturer narrative:
The field complaint of the transmitter having caught on fire and the power cord being charred was not verified. There was no physical nor electrical evidence of the transmitter having been damaged by fire, as well as, there being no issues or malfunctions present throughout the analysis process. The transmitter functioned as intended.